Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with outdated enclosure, front cover, tank cover, pcb, and power switch, broken pole clamp, and worn line cord. During the investigation, the device was plugged line cord into outlet and pressed power switch and no power. According to the investigation, the pump was too loud and did not actually pump water which caused the reported problem. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that this smiths medical level 1 hotline low flow system had faulty pump. No reported adverse effects.